Event description:
It was reported that this pacemaker exhibited issues and could not be interrogated. Technical services (ts) reviewed the device history and noted that this is an advisory device, and it potentially reverted into safety mode, causing the inability to interrogate the pacemaker. The patient experienced a variable heart rate. No additional adverse patient effects were reported. This pacemaker remains in service.